Manufacturer narrative:
Outcomes attributed to adverse event: suspected or alleged infection. Mml complaint reference # (B)(4).

Event description:
On july 28, 2022, mml received information stating that the reactiv8 system was explanted on (B)(6) 2022 due to a suspected or alleged infection. Reportedly, the patient's wound was not closing and it was still weeping. On (B)(6) 2022, mml requested the result of the culture. According to the reporter, the patient was on antibiotics in advance, so there was no opportunity for sterile culture and no significant purulent burden. It appeared to be fat necrosis or injection. The device was explanted successfully with no report of patient harm or injury due to explant.

Event description:
On (B)(6) 2022, mml received information stating that the reactiv8 system was explanted on (B)(6) 2022 due to a suspected or alleged infection. Reportedly, the patient's wound was not closing and it was still weeping. On (B)(6) 2022, mml requested the result of the culture. According to the reporter, the patient was on antibiotics in advance, so there was no opportunity for sterile culture and no significant purulent burden. It appeared to be fat necrosis or injection. The device was explanted successfully with no report of patient harm or injury due to explant.

Manufacturer narrative:
The implantable pulse generator and stimulation leads were returned for analysis. Although there was no allegation against the function of the ipg and the stimulation leads, the ipg passed the functional test and operated within the manufacturing specifications. The stimulation leads were cut during the explant procedure. Therefore, there was no functional testing performed. The device history record review revealed no evidence of a nonconformance found during manufacturing of these devices that could have contributed to the suspected infection reported by the patient or surgeon. Suspected or alleged infection. Mml complaint reference # (B)(4).